Event description:
It was reported that there might be a potential reaction during use of unknown povidone-iodine solution. Verbatim: trends in endophthalmitis associated with intravitreal injection of anti-vegf agents at a tertiary referral center reyes-capo d.p., yannuzzi n.a., smiddy w.e., flynn h.w. Ophthalmic surgery lasers and imaging retina (2021) 52:6 (319-326). Date of publication: 1 jun 2021. Per dchu this looks like it was related to a potential reaction (endophthalmitis) during the use of the unknown povidone-iodine solution. Because this is a potential infection inside of the eye, I am including (B)(4) in this communication as this may warrant a far report needed that needs to be submitted. I¿m hoping they can confirm if this is indeed the next steps. (B)(4), may you please take a look at this record and confirm if it qualifies for far/MDR reportability. I¿ll move forward based on your direction. Thanks in advance.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the department of ophthalmology, (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.